Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a critical pump error image on the insulin pump screen. The customer¿s blood glucose was unknown. Troubleshooting steps were not provided for critical pump error. Customer was advised to discontinue use of the insulin pump and to revert to backup plan and the insulin pump will need to be replaced. Insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump powered up properly after battery installation. No critical pump error alarm noted. The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test.